Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 4 of 4 mdrs filed for the same patient (reference 1825034-2014-03846/03849).

Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2005 and a right total hip arthroplasty on (B)(6) 2006. Patient's legal counsel further reported patient allegations of pain, discomfort, soreness, weight gain, loss of range of motion, loss of mobility, development of pseudotumor and elevated metal ion levels. Subsequently, patient underwent revision procedures of the left hip on (B)(6) 2007 and (B)(6) 2014. There has been no reported revision procedure to date of the right hip. A review of the invoice history confirmed the surgery dates and indicates the modular head and taper adapter were removed and replaced in each left hip revision procedure. Additionally, the active articulation liner was removed during the second revision procedure. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2005 and a right total hip arthroplasty on (B)(6) 2006. Patient's legal counsel further reported patient allegations of pain, discomfort, soreness, weight gain, loss of range of motion, loss of mobility, pseudotumor and elevated metal ion levels. Subsequently, patient underwent revision procedures of the left hip on (B)(6) 2007 and (B)(6) 2014. There has been no reported revision procedure to date of the right hip. A review of the invoice history confirmed the surgery dates and indicates the modular head and taper adapter were removed and replaced in each left hip revision procedure. Additional information provided in revision operative notes from (B)(6) 2007 indicated pain, inflammation, anterior capsular impingement, arthrofibrosis and scar tissue during the procedure. Review of operative notes from (B)(6) 2014 indicated metallosis, a ruptured pseudotumor, pain, tissue damage, gluteus minimus and medius damage and elevated metal ion levels. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.